Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found, however outer insulation melted, apparent explant damage noted, and blood was noted on helix mechanism; full lead returned and analyzed.

Event description:
It was reported that there were high thresholds on the atrial lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event.